Event description:
It was reported that the user experienced low glucose readings around 60 mg/dl and recurrent nocturnal hypoglycemia due to overtreating. The user stated they ingest large amounts of carbohydrates to correct lows rather than following advised correction protocol. Symptoms included hypoglycemia with urgency alerts for low and low-soon. Outcomes included the need for oral glucose administration and ongoing troubleshooting and education. Investigation included review of reported behavior and training, with additional training assigned. Investigation of this case revealed user-managed overtreatment of hypoglycemia leading to glucose fluctuations. It was concluded that user behavior contributed to the reported hypoglycemia and variability, and the user was advised to consult their healthcare professional before making preemptive carbohydrate changes.